Event description:
It was reported that during an unk procedure, a part of staple, which covered on the bronchus, malformed. The gripping of the firing lever was a little harder, and also the tissue of the bronchus might be too thick. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.